Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned a plunger clamp and replaced a tip clamp and 2-pole cable in the reported problem area of the pipetter assembly. The instrument was inspected tested without further problem, and returned to service.